Event description:
It was reported that during a knee arthroscopy the shaver blade was flaking gray metal shavings. Visible flakes were suctioned out. A resector was used to complete the procedure. Allegedly, the doctor had to keep checking that the shavings were flushed out. A ten min delay was reported.

Manufacturer narrative:
Additional information will be provided once investigation is complete.